Event description:
Related manufacturer reference number: 2017865-2022-08817. It was reported that the patient presented in clinic for revision of right ventricular (rv) and right atrial (ra) leads. Both leads were experiencing poor sensing and increased capture thresholds due to lack of slack. During the procedure the leads were cut due to physician error. The rv and ra leads explanted and replaced. The patient was stable.